Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced spontaneous pericardial effusion which resulted in the right ventricular (rv) lead being repositioned. The rv lead remains in use. No further patient complications have been reported as a result of this event.